Manufacturer narrative:
D10 concomitant product: cl-915 polysorb 1 vio 90cm gs24 x36 (lot#: a5b1367y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an elective caesarean section, the surgeon was in the middle of closing the uterus with the suture when he grabbed the needle with the needle holder to thread the suture through, the thread popped off the end of the needle. Half way through closing the sheath and the exact same thing happened. A new suture was opened to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the needles were disengaged from the suture. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. Suture material was present in the swage, indicating the suture broke off at the swage. It was reported that when the surgeon grabbed the needle with the needle holder to thread the suture through, the thread popped off the end of the needle. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.